Event description:
Five fast fix devices were reported as either being bent or not properly deploying the t2 anchor. Because it is unk if the t1 anchor was removed from the pt after the t2 did not deploy it is assumed that the t1 anchor may remain in the pt.